Event description:
The lid on the super sani wipes container will not stay closed resulting in the container remaining open and the wipes dry out quickly causing them not to provide adequate dwell time for disinfection.